Event description:
The customer reports the speaker of the solar 8000 did not work. No audio and the customer had already replaced the speakers. There was no reported patient injury associated with this event. A follow-up report will be submitted when the investigation is complete.